Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while stapling the small bowel and stomach during a robotic laparoscopic assisted gastric bypass, the surgeon was unable to squeeze the handle and the device did not fire. They used another reload but the same issue occurred. Another device was used to complete the case. There was no patient injury.